Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while in use, a moisture was found in the pilot balloon, inflation line and cuff of the device. It was stated that it is replaced by tracheostomy tube and found that tip part of that device was broken. The customer reported patient was reintubated.